Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during iab insertion, the balloon could not be opened all the way after the catheter entered the patient, and the procedure was later completed by replacing it with another iab-06840-u catheter". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging carton that does not match the serial number/lot number of the returned sample. The sample was returned in a cardboard box and was loosely packed inside an original packaging carton. Upon return, a teflon sheath was noted on the iabc. The bladder was fully unwrapped. An ap tubing was connected to the iabc luer. A supplied 40cc inflation driveline tubing was connected to the iabc short driveline tubing. The one-way valve was tethered to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 61.2cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon could not be opened all the way" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that "during iab insertion, the balloon could not be opened all the way after the catheter entered the patient, and the procedure was later completed by replacing it with another iab-06840-u catheter". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".